Event description:
On 6/18/97 - resident to hosp for replacement of j-tube which had become plugged and unable to be cleared (#14 - 5 cc foley). 6/19/97 - 9 am: cna reported tube out. Balloon not inflated; no rips/tears noted - tube not sutured in place. 6/19/97 - 7:45 pm: md in to replace j-tube. Tube replaced with difficulty moderate amount of bleeding at site. To hosp at 8:15 pm to verify placement via x-ray.